Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event, reference 1032347-2016-00391.

Event description:
It is reported the screws were unable to be fixated. The surgeon was able to complete the procedure using emergency screws (larger diameter). A surgical delay in excess of 30 minutes was reported, however the exact duration is unknown.